Event description:
General report received of an unspecified number of undocumented incidents of power loss with inadequate response time while on battery power. Reportedly, the devices lost power as soon as they were unplugged from the ac outlet for transport. No further event details were provided. The customer contact reported that the events were related to the staff not plugging the devices into the ac outlets. There were no reports of any adverse patient events while the devices were in clinical use.